Event description:
- -

Manufacturer narrative:
Upon receipt at boston scientific (B)(4) laboratory, all telemetry operations were normal and successfully communication with the zoom programmer was observed. The device paced and sensed appropriately during testing. Microscopic visual inspection of the pacemaker header revealed damage on the ventricular tip seal plug. Analysis concluded that the body fluid contamination entered into the header through the damaged seal plug.

Event description:
Boston scientific crm received information that this device with right ventricular lead displayed three seconds of asystole on the holter monitor. Right ventricular sensing or pacing failure was suspected. A pacemaker interrogation did not duplicate this finding. Impedance measurements were stable. No oversensing was observed. A lead fracture was suspected. A revision procedure was intended for the near future. During a follow up visit, interrogation revealed high out of range impedance measurements. A revision procedure was performed. The lead was surgically abandoned and replaced. During the procedure, a visual inspection of this device revealed blood had infiltrated the header. A decision was made to replace this device, the device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.